Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman access system (was) with blood in the device. No dilator was returned. The device was visually and microscopically examined. Inspection of the hub, sheath, and tip revealed that the sheath had numerous kinks. The tip had ptfe damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but did not meet release criteria. The physician fully recaptured the closure device and attempted to deploy the device again but had difficulty due to the proximal end of the was becoming kinked. The was and wds were removed from the patient and a new non-boston scientific device was used to complete the procedure. There were no patient complications or consequences that were reported to have occurred.

Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but did not meet release criteria. The physician fully recaptured the closure device and attempted to deploy the device again but had difficulty due to the proximal end of the was becoming kinked. The was and wds were removed from the patient and a new non-boston scientific device was used to complete the procedure. There were no patient complications or consequences that were reported to have occurred.